Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd874859), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6)2010, the nursing home nurse called to report fibrin in the patient line. The technical service representative (tsr) assisted the nurse with ending therapy and advised her to contact the pd nurse regarding the fibrin and alarms. On 14sep2010, product surveillance contacted the nursing home nurse who stated that she contacted the pd nurse who advised her to finish therapy with manual supplies. The nurse stated that the patient had peritonitis, but was still continuing with therapy. On 14sep2010, product surveillance contacted the pd nurse regarding the report of peritonitis. The nurse stated the patient was diagnosed with peritonitis on (B)(6)2010 and was hospitalized from (B)(6)2010 to (B)(6)2010. There was no exit site or tunnel infection associated with the event. On an unreported date, the patient was treated with (unspecified) antibiotics (dose and frequency not reported). The outcome for the event of peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that, "while doing a bipolar upon implantation of the extort stem 2 batches of speed set bone cement where introduced into the mixing system. Time allowed for mixing was 1 minute 20 seconds. The cement was delivered in a canister injection gun to the surgeon at approx 2 minutes. It was observed while injecting the speed set cement into the femoral canal that the cement was rapidly setting up and hardening. The exeter stem was introduced into the femoral canal at approx. 2 minutes and 45 seconds. The surgeon attempted to fully insert the stem by hand at approx. 3 minutes. Approx. 2/3 of the stem seated into the canal at which point the stem would no longer advance. The surgeon at this point elected to attempt advancing the stem to the appropriate depth by utilizing a mallot. This attempt was unsuccessful to advance the stem. Time was noted at 5 minutes and 50 seconds where the cement became completely hardened. The stem was noticeably potted (proud) in the femoral canal. The reduction of the hip could not be completed at this point. The surgeon elected to explant the existing implant which took approx. 1 hour and 20 minutes of additional surgical time. Upon extraction the surgeon elected to implant a smaller exeter stem (35.5 cdh stem) into the existing cement mantle. A trial reduction was initiated with a satisfactory result. At this point, we mixed 1 batch of simplex p bone cement. Cement was injected into the femoral canal and the smaller stem was inserted. A final trial reduction was initiated with a satisfactory result."